Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and uncomfortable stimulation in the ribs. High impedances were noted on three of the patient's leads. Lead fracture was suspected. Device malfunction with the lead was suspected. Lead replacement was recommended.

Event description:
A report was received that the patient was experiencing inadequate stimulation and uncomfortable stimulation in the ribs. High impedances were noted on three of the patient's leads. Lead fracture was suspected. Device malfunction with the lead was suspected. Lead replacement was recommended.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and uncomfortable stimulation in the ribs. High impedances were noted on three of the patient's leads. Lead fracture was suspected. Device malfunction with the lead was suspected. Lead replacement was recommended.